Event description:
It was reported that the pump exhibited an alarm and blank screen. It is unknown if there was patient involvement or if there were any adverse patient effects.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were broken/removed and the bottom case was cracked under the l-bracket. Functional testing found that the pump was alarming with a blank screen on power-up. The investigation determined that an incomplete software upload by the customer was the cause of the reported issue. The software was uploaded to correct the issue. Additional maintenance was performed and the pump then passed all delivery and functional tests. Service history review identified the complaint was not related to a previous service of the device within the review period.